Event description:
It was reported that an anterior cervical discectomy and fusion was performed from c4-c7. Post-op it was found via x-ray that the screw backed out partially. It has not been indicated that a revision surgery has occured or one is planned.

Manufacturer narrative:
Device still implanted.

Manufacturer narrative:
Method: image inspection; complaint history review; risk assessment; results: the customer reported event of the backing out of screws out of the aviator assy three level plate was confirmed via x-ray images. The device was not returned since it remains implanted in the patient. In addition, stryker has not received any report of a revision surgery. The IFU addresses the lifestyle of the patient as considerations for implants but no patient information has been provided. No additional information has been received. No further evaluation possible. Conclusion: due to the limited information available, a definitive root cause could not be determined.

Event description:
It was reported that an anterior cervical discetomy and fusion was perfromed from c4-c7. Post-op it was found via x-ray that the screw backed out partially. It has not been indicated that a revision surgery has occured or one is planned.